Event description:
It was reported that prior to insertion, it was verified the swg was bent inside the package. As a result, the swg was replaced. There was another attempt at the procedure but it is unknown if it was successful. It is unknown if there was a delay in treatment, which caused harm to the patient. No complications or death occurred to the patient.

Manufacturer narrative:
(B)(4).